Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the device malfunction likely occurred because of an external force being applied to the distal end. The following is described in the instructions for use which can prevent the event: "important information ¿ please read before use. Do not apply shock to the distal end of the insertion section, particularly the ultrasound transducer and the objective lens surface at the distal end. Visual abnormalities may result."

Manufacturer narrative:
Additional information is not yet available for this event. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Upon inspection and testing, it was observed that the device ultrasound probe pink rubber had a cut. And the ultrasound image had multiple broken elements. There was a leak between the control knobs which also had some play. The distal end cover had a crack on the glue.

Event description:
As reported for this event, the device had reduced angulation. There is no reported harm or adverse impact to any patient.